Event description:
It was phoned in by the sales rep that on (B)(6), 2012 the hospital had a tip of the endoplege coronary sinus catheter was found partially detached upon removal of the device at the completion of the surgery. No patient injury was noted.

Manufacturer narrative:
Device is currently under investigation into root cause of this event.

Manufacturer narrative:
Evaluation: the endoplege coronary sinus catheter with the supplied introducer was returned for evaluation. The catheter was visually inspected and found the tip of the catheter was partially detached and connected to the main cannula only via the wire that forms the body of the cannula. Approximately one inch of the tip was inside the introducer. The end of the catheter where the tip broke off was ragged, indicating excessive axial force applied to it during removal from the introducer. The most likely root cause of the broken tip is the excessive force applied to the cannula while withdrawing it from the introducer. Since the initial procedure was successful, and occlusion and cardioplegia delivery was achieved, the only time that the tip could have broken off was during catheter withdrawal. However, this event could not be traced to a manufacturing or design related issue, therefore a product risk assessment will not be initiated. A review of manufacturing records was performed and found acceptable. The tip of the catheter was found to be partially detached from the rest of the catheter shaft. The manufacture of the cannula at the contract manufacturer and the introducer at edwards has been discontinued. These devices have been replaced by the next generation of devices. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.